Event description:
It was reported a balloon ruptured on the first inflation during pre-dilatation prior to stent placement for an iliac angioplasty procedure of a highly calcified lesion. Other balloon catheters were used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a kink at the strain relief. A pin-hole leak was located 6mm proximal to the distal radiopaque marker. The balloon material was very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Stent placement may be indicated when it is believed angioplasty alone will not achieve good results. It indicated this device was used in a highly calcified lesion. Co believe the above factors contributed to this event and do not attribute it to the device. Co directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for prcedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Defltate the balloon. Do not reinflate and remove carefully."